Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The technical support specialist dispatched the case to field service technician via email, followed up, and confirmed that the issue was resolved. The system was functioned as intended after the technical support specialist troubleshoot the device. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000, the station was offline, and med app failed to launch. The customer reported that the malfunction resulted delay in dispensing of the medication to patient as they had to collect the required medication from the pharmacy. There were no adverse events or injuries reported based on this incident.